Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient 'pulled out the recordings', the leads/wires had been pulled out/removed. No patient symptoms were reported. Contributing factors, actions/interventions and resolution were unknown.